Event description:
During the implantation procedure of the device involved in this report, after induction and shock delivery, the measurement of impedances, sensing and pacing thresholds were repeated. However, during measurements, the programmer user surface froze.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.